Manufacturer narrative:
Patient date of birth and exact age are unknown; reported as about (B)(6). Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon checked the imaging after finishing osteotomy there appeared to be a filamentous, metallic substance in the patient's body. The surgeon had not had any difficult with the drill or drill sleeve and the osteotomy had been completed without any problems. The substance was removed from the patient's body and the surgery was completed successfully with no surgical delay reported. Concomitant devices: drill bit (part 310.310, lot 2212, quantity 1); tap (part 311.046, lot 2011, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A manufacturing investigation was completed for the subject device. During the investigation, no residues or damages were identified. The complaint condition could not be reproduced and the instrument is in faultless condition. The complained circumstance could not be identified. The reported filamentous substance did not come off from this instrument. No product problem could be detected. This complaint is unconfirmed from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.